Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 2 days post-operative, patient developed bleeding from the anus. Laparoscopic robotic sigmoidectomy went fine. Anastomosis was tested and there were no leaks. Tissue donuts were complete and thick. Case was completed without product concern. Patient hospitalization was extended by 1 more day.